Event description:
On 05-mar-2026, it was reported by an arthrex subsidiary employee via email that an ar-2323bcsp self-punching biocomposite swivelock experienced an issue during use. The eyelet at the tip broke when the implant was being hammered in. Everything was removed from the patient. The surgery was completed using another ar-2323bcsp self-punching biocomposite swivelock. This issue was discovered during a procedure on (B)(6) 2026. No significant surgical delay was reported, and less than one minute of additional anesthesia was administered. No adverse patient effects were reported during or following the procedure due to this issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.